Event description:
It was reported that the patient was unable to adjust stimulation. The display was showing a ¿call your doctor¿ icon along with a power on reset (por) condition. The patient was aided in clearing the por. The por was successfully cleared and the patient felt stimulation. It was then reported that on (B)(6) 2015, the patient slipped on ice and twisted her body really hard at the waist and her stimulator went off. She hadn¿t been able to charge or get a connection with her patient programmer (pp). It was discussed that she likely had a low charge at the time she slipped and the por occurred after a physician mode recharge (pmr) she did. No follow-up was required as the issue was resolved during the call.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).